Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device could not be unlocked and was unresponsive to touch when attempting to slide to unlock, with the screen appearing slightly discolored; troubleshooting included restart and attempted firmware update without resolution, and the issue was associated with an unresponsive user interface on the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software-related problem associated with an unresponsive control interface involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.